Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed that the alignment to the well and loader were not correct. The fse aligned the needle to both positions, cleaned and lubricated the y slide rails and z thread screw. During verification, a large syringe error occurred. The customer replaced the needle. Z-axis errors occurred intermittently so the fse replaced the asm board and reloaded the software. The instrument resumed normal operation. The most probable cause of the reported event was due to a defective asm board.

Event description:
On (B)(6) 2015, a customer reported error 706 z-axis with their g8 analyzer. The needle was not hitting the center of the tube. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.